Event description:
It was reported that during a ureteral stenting procedure, the suture would not release. The procedure went as planned until the end when the suture would not release. The physician tried numerous times to get the suture to release including the tips outlined in the dfu provided. The pt was sent to surgery to complete the case. The pt is recovering as expected with no further complications from the surgery.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.